Event description:
It was reported that more than a week after implant, a device alarm sounded due to the right ventricular (rv) lead exhibiting high and varying pacing impedance over the last four days. During the revision, it was discovered that the rv lead was freely moving in the implantable cardioverter defibrillator (ICD) header. The rv lead tested with good parameters and there was no problem with the device setscrew. The rv lead was screwed into the device. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.